Event description:
While using a byte day aligners, patient reported that their bite on their left rear teeth seems mis aligned. Patient reported also that their left posterior teeth touch but the right posterior does not and their bite is off. Patient provided requested bite video that is with in normal limits. Provided information on bite feeling off and if they had any end of treatment concerns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.